Event description:
Boston scientific received information that post left ventricular assist device procedure, no oversensing was revealed. The patient with this device and right ventricular lead has an intrinsic atrial arrhythmia with fast ventricular conduction. The device had been reprogrammed to avoid inappropriate therapy. During a follow up visit, noise causing oversensing and pacing inhibition greater than two seconds asystole was noted on the right ventricular electrogram. In addition, noise was noted on the shock electrogram. The patient had experienced an inappropriate shock. The device was reprogrammed to monitor only. As the device has reached end of life and is for monitoring purposes only, no intervention decision has been made as of this date. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in the lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. No resets or fault codes were revealed. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
According to available information, this device and lead remain implanted. Should additional information become available, this event will be updated.